Event description:
It was reported that following the implant of their insertable cardiac monitor (icm), the incision site dehisced and later resulted in formation of scar tissue. The icm was explanted. The patient was stable.